Manufacturer narrative:
Correction: event date, patient ID and weight updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic manufacturer representative (rep) received information from a user facility regarding a navigation system being used for a fess procedure. The site told the rep that the system was all of a sudden off by 3-4 cm. The site attempted to retrace 4 times and failed each time and then the site noticed that the tracer pattern was not tracing on the correct anatomy. The team switched to a 3 point registration and were then able to register. The issue resolved in a delay of 10-15 minutes and there was no change in patient outcome as a result of the issue.